Event description:
Boston scientific received information that during a routine follow up, this left ventricular (lv) lead exhibited loss of capture (loc) and high pacing threshold. The lv lead was observed to have dislodged. The lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A complete lead was returned with set screw mark noted on terminal pin. Drag marks were noted on the terminal ring. The spiral fixation on tip section of the lead is in specification. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.